Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue.

Event description:
The customer reported intermittent wash carousel motion errors while using reaction vessels (rvs) manufactured with the new resin involving the access® 2 immunoassay system used in conjunction with the access® reaction vessels. There was no report of impact to patient results associated with this event. As the instrument enters the not ready state, any assays on board would not be analyzed. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. Beckman coulter shipped the customer a new lot of reaction vessels that was not affected by the new resin. The customer indicated no further issues. The instrument was in normal operation.